Manufacturer narrative:
The event of infection (early onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was infection (early onset). Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "got a massive infection after surgery¿, ¿one became encapsulated and I ended up having 3 more surgeries and 4 hospital stays after the initial surgery¿ and ¿influx of health problems ranging from chronic urticaria to chronic and constant various infections, to chronic fatigue, weight gain, skin problems, hair loss, dry eyes, joint and muscle pain, anxiety, depression, insomnia etc¿ device has been explanted.